Event description:
Boston scientific received information that this local representative contacted technical services in (B)(6) 2009 to report that this device's monitoring voltage was 2.59 volts and was associated with a charge time of 10.8 seconds. Technical services discussed the shortened replacement window advisory and a 27 month target date of (B)(6) 2009. The local representative was unaware of the device's battery history and did not know when the monitoring voltage reached 2.65 volts. The local representative informed technical services that the device's outputs were not programmed high. Technical services recommended that the local representative should assume that the device has satisfied the advisory inclusion criteria (2.65 volts within 27 months of total implant time). Technical services recommended a change from a 3 month to monthly follow-ups. Technical services informed the local representative that the device should be replaced within 30 days of eri (elective replacement indicator) declaration and that the device will trigger eri at 2.5 volts. The local representative was planning to discuss this further with the physician. Subsequently, boston scientific received information that this clinic nurse contacted technical services to report that this device monitoring voltage was 2.52 volts with a charge time of 12.0 seconds. A save-to-disk was sent to technical services for analysis. The analysis was completed and the clinic nurse was informed that the device triggered middle-of-life (mol)2 timestamp on (B)(6) 2009. The predicted timeframe for declaration of eri based on voltage may not exceed one year.

Manufacturer narrative:
Microscopic visual inspection did not identify any abnormalities. All of the seal plugs were intact and all of the set screws moved freely and operated normally. The device was put through and passed automated diagnostic testing. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2011. The device was received at boston scientific's return products department. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity was within normal variation. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
The available information suggests that this device remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.